Manufacturer narrative:
One device was returned for repair. Service history review identified this device was last serviced in september 2023. Visual evaluation showed downstream occlusion (dso) seal minor bubbling. When attaching cassette, "cassette not attached properly" message was duplicated. Cause was a defective downstream occlusion (dso) sensor. System fault 45520 was also found. Contamination was found at dso sensor area and dso calibration failed. The dso sensor was replaced. Device passed functional/delivery tests.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette not attaching and system fault error. There was unknown patient involvement and unknown harm/adverse event reported.